Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same patient (reference 3002806535-2016-00237 / 00238). Device remains implanted.

Event description:
It was reported by patient's legal counsel that a left revision procedure is indicated due to unknown allegations. However, a revision procedure has not been reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.